Event description:
It was reported that there were rising and high impedance measurements in the right ventricular (rv) lead. It was further reported that the rv lead was unable to capture at the highest output. The lead was capped and replaced with a new lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.